Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable  fmea/eura  indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation-s.davidson the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii catheter broke / separated after placement the following information was provided by the initial reporter: on (B)(6) 2024 after placing an indwelling needle in a patient, blood oozed out from the back of the indwelling needle, the patient noticed the blood leak and rang the bell to call for medical staff, the patient was nervous, blood pressure rose, the needle was found to be broken, the needle was reset, and the patient was reassured, and a good nursing record was made, and the incident had a serious adverse effect on the patient, and this adverse event was reported to the chief nurse, and informed the medical engineering office, which contacted the person in charge of purchasing, and the person in charge contacted the manufacturer, and gave feedback on the problems of the consumables.